Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). During implant, the nose of the ascenda anchor was kinked when dislodging the catheter off of the anchor device. The anchor was reopened and corrected at the time of implant.

Event description:
Additional information noted that the kink happened when dislodging the catheter off the anchor device when it was not perfectly in line with the approach into the spine. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type:catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a product surveillance registry. The indication for pump use was malignant pain/cancer pain. The event occurred during the implant procedure so no drugs were being delivered yet. On (B)(6) 2015, during the implant procedure, it was observed that the catheter kinked at the nose. It was reopened/corrected at time of implant. The event outcome was resolved without sequela with a resolved date of (B)(6) 2015. The event was noted to be related to the device or therapy and not related to the implant procedure. The meaning of nose and reopened was unclear and the cause of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.